Event description:
A device was pulled for a case and an unfamiliar substance was noticed coming out of the handpiece and in the tubing. It was traced to the battery pack and a corroded battery was found.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.